Event description:
During device replacement due to normal battery depletion, insulation damage was noted on the proximal portion of the right atrial (ra) lead. The ra lead was explanted and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported field observation of an insulation anomaly on the right atrial lead was not confirmed. Visual examination of the tendril st lead segments noted no insulation abrasions. Electrical testing did not identify any electrical anomalies.